Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was 40 mg/dl at the time of the incident and was 191 mg/dl was current blood glucose level reported. The customer was treated with food and glucose tablets. The customer stated that the drive support cap was normal. The customer alleged the insulin pump for over delivery as the customer¿s blood sugar was lowered. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis. Concomitant medical products: frn-unk-rsvr unomed set.

Manufacturer narrative:
The information provided in the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
The customer reported via phone call that they did not know the updated blood glucose value and only know about sensor glucose value at the time of event.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No anomaly alarm noted. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.